Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: manufacturing location: supplier ¿ (B)(4) / inspected and packaged by: monument. Release to warehouse date: 01-05-2024. Expiration date: 30-nov-2033. Part number: 03.404.021s, 12.5mm reamer head for ria 2-sterile. Lot number: 8990p99 (sterile). A manufacturing record evaluation was performed for the finished device with batch number 8990p99. No nonconformities or manufacturing irregularities have identified related to the complaint condition. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that '03.404.021s, reamer head f/ria 2 ø12.5¿ had broken. However, the reported condition of embedded device remains unconfirmed. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. The allegation of embedded device can not be confirmed as no patient x-rays were provided to evaluate the condition. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø12.5 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that while doing a ria2 case the reamer broke and left fragments in a patients femur. Surgeon was able to remove a majority of the instrument by pulling the ball tip guide wire out but some fragments of it were unable to be removed.